Manufacturer narrative:
This is a cancellation report as per the quality engineer with input from clinical on (B)(6) 2025, it was determined that all patients would have required surgical intervention (f19) and the tlr is the treatment for restenosis. It was determined to cancel this file and to capture all in (B)(4). No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
This is a cancellation report as per the quality engineer with input from clinical on (B)(6) 2025, it was determined that all patients would have required surgical intervention (f19) and the tlr is the treatment for restenosis. It was determined to cancel this file and to capture all in (B)(4). No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
Tsuyoshi shibata et al, 2025, comparative analysis of three-year results of two paclitaxel related stents for the management of femoropopliteal disease in a real world setting. Description of procedure: endovascular therapy was administered according to the standard procedure practiced by each operator in an interventional suite. Dual antiplatelet therapy, consisting of aspirin and either ticlopidine or clopidogrel, was advised to commence at least one week before endovascular therapy and to continue for a minimum of two months after stent implantation, according to the package insert guidelines. One antiplatelet agent and cilostazol were selected according to the physician¿s preference. Under local anaesthesia, vascular access was established via an ipsilateral or contralateral puncture of the common femoral artery. After inserting a 6 f sheath, a bolus of heparin (70 ¿ 100 u/kg) was intravenously administered. The target lesion was traversed using a 0.018" or 0.014" guidewire and a support catheter. In cases of occlusive lesions resistant to transluminal recanalisation, a subintimal approach with re-entry into the true lumen was used; a retrograde approach was utilised if necessary. The selection of des and the use of intravascular ultrasound were determined by individual operators taking into consideration the lesion morphology, lesion length, reference vessel diameter, medical costs, and surgeon¿s preferences. Optimal vessel preparation involved routine pre-dilatation with a diameter like that of the reference vessel diameter. Vessels larger than 4 mm were targeted, and dess with diameters greater than 6 mm were used in both groups. Based on japanese package inserts, the des diameter was selected to be 1 mm larger than that of the reference vessel, with a minimum overlap of 10 mm for lesions requiring multiple des placements. Following des deployment, routine post-dilatation was performed using a balloon diameter identical to that of the reference vessel. This file will capture 20 cases of tlr intervention.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.